Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system in conjunction with another manufacturer's stent graft was implanted in a patient for the endovascular treatment of a 58 mm in diameter thoracic aortic aneurysm. The proximal neck was 31-33 mm in diameter and 10 mm in length. There was 4 mm of calcium at the seal zone. It was reported that during the index procedure, six aptus endo anchors were implanted prophylactically due to concern for late failure. During deployment of the first endo anchor, the anchor deflected off of the stent graft strut that resulted in the anchor entering the stent graft at an angle. The physician assessed the overall procedure as a success. Two days post the index procedure, the patient had low oxygen saturation and lower extremity weakness. The patient needed increase in oxygen requirement. The low oxygen saturation was resolved with treatment. The lower extremity weakness is unresolved and the treatment is continuing. The patient was admitted to rehabilitation and was discharged a month later. Per the investigator, the low oxygen saturation and the lower extremity weakness were related to the index procedure. No additional clinical sequelae were reported and the patient is fine.